Manufacturer narrative:
Product analysis as found condition: the solitaire fr 6-30 stent was returned for analysis, inside an open solitaire fr 6-30 stent inner pouch, inside a bio-hazard bag, and a shipping box. The reported react 71 catheter was not returned with the solitaire stent device. Damaged location details: the solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damage was observed. The stent¿s working and non-working length struts were in good condition. The glue domes outside the proximal marker were observed to be damaged. The marker coil was in good condition. No kinks or bends were observed on the pusher wire. No other anomalies were noted. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer's ¿resistance during delivery/retrieval¿ complaint could not be confirmed; however, the glue domes outside the proximal marker were damaged on the returned solitaire fr 6-30 stent device. The damage likely occurred when the customer attempted to retrieve the solitaire fr 6-30 stent device through the reported react 71 catheter against resistance. However, the root cause could not be determined. Possible causes include vessel tortuosity, an incompatible or damaged catheter, the user using the same catheter with multiple solitaire ab/fr devices, failure to maintain continuous saline/heparinized saline during the procedure, failure to maintain the correct flush rate, and loosening of the rhv during delivery. In this event, the customer stated that the vessel tortuosity was moderate, and the reported react 71 catheter was compatible with the solitaire fr 6-30 stent device. It was also stated that a continuous saline flush was administered and maintained, ruling out vessel tortuosity, an incompatible catheter, and the user's failure to maintain continuous saline/heparinized saline during the procedure as potential causes. Therefore, a damaged catheter, the user using the same catheter with multiple solitaire ab/fr devices, the user not maintaining the correct flush rate, or the rhv loosening during delivery could have contributed to the resistance complaint. However, the cause could not be determined. Since the reported react 71 catheter was not returned, any contribution of the catheter to the resistance complaint could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the resistance during retrieval was undetermined. The cause of the damage was undetermined; it may be due to damage to the blood vessels at the bend. There is no obvious damage to the bracket to the naked eye. No issues resulted in the damage that was found, and the resistance was in the catheter's distal section. No catheter damage was observed. A continuous saline flush is administered and maintained as indicated in the IFU.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-react (unknown); product type: implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for an ischemic stroke at the right side of the brain. It was noted that the patient's blood flow was xxx and vessel tortuosity was moderate. The stroke onset to reperfusion time was 140min. At baseline, the patient had a modified rankin scale (mrs) score of 5 and a national institutes of health stroke scale (nihss) score of 10. Prior to the procedure, the thrombolysis in cerebral infarction (tici) score was 0. Following the procedure, the patient's mrs score improved to 1, with a post-procedure nihss score of 2 and a tici score of 3, indicating successful reperfusion. Intravenous tissue plasminogen activator (IV tpa) was not contraindicated. The procedure required two passes with the device to achieve the final outcome. It was reported that the patient began using a solitaire fr (sfr)stent combined with the react71 catheter for aspiration. Thrombus was found inside the react71, but not on the stent. During the second attempt at aspiration combination, neither the sfr stent nor the react71 catheter contained thrombus, but the vessel was not fully recanalized. During the third attempt, the stent could not be retrieved back into the microcatheter, and the thrombus could not be retrieved. The stent was suspected to be damaged. It was then replaced with a solitaire x stent, achieving vessel recanalization. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.